Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary aux drawer 4.1 was not closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when configuring new drawer boards, the auxiliary half height drawer 4.1 popped open and wouldn¿t close. A field service engineer (fse) opened the back panel; the hard stop was found loose with missing screws. After letting the screen time out to cancel the configuration, the fallen screws were located at the bottom of the panel and reinserted to secure the hard stop. The drawer was then closed, the device rebooted, and the configuration completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary aux drawer 4.1 was not closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.